Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, at the moment of retracting the plunger the blue rail was not presented. The device was removed and manual compression was applied for 15 minutes to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was partially deployed and the suture had been cut and returned in two pieces. The guide was broken at the bridge and returned in two pieces. The posterior cuff and needle tip were in the foot pocket. The posterior cuff was captured and attached to the needle tip. There was tissue found in the foot pocket. The anterior cuff tabs were bent by the needle tip detached. An attempt was made to raise the lever when high resistance was felt and the foot would not move. The device was dis-assembled to inspect the actuator wire and it was found bent at the proximal end. The posterior needle was also bent at the proximal end. These finding indicate that resistance was encountered during parking or opening of the foot bending the control wire. The needle damage indicates the needles may have been deployed out of sequence subsequently preventing cuff capture and suture retrieval. It was reported the operator of the proglide device had not completed training and was not certified in the use of the device, which is contrary to the instructions for use (IFU) and may have been a contributing factor in the event. Based on the investigational findings and the reported information, the probable root cause for the failure to harvest the suture during plunger removal is due to incorrect technique/procedure by a uncertified user. A review of the finished product history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there were no other previous similar incidents reported for this part and lot combination. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.